Event description:
A report was received that the patient underwent a procedure that may have been a blood patch. The patient is reportedly doing well after the procedure; no further information is available.

Manufacturer narrative:
Patient weight not available. Device remains in patient. Additional suspect device components involved in the event: model: sc-2148-70 description: linear lead, 70 cm this is the final report.